Manufacturer narrative:
Examination of the explanted plate revealed damage to the upper and lower surfaces of the two screw holes on one end of the plate indicating the screw was input at an extreme angle, as well one of the explanted screws has outer thread damage the entire length of the thread, indicating the threads were contacting the plate during implantation. All four canted coils are intact in place with no signs of damage. Examination of the pre-revision CT scan confirms that the two remaining screws were implanted at a greater angle than recommended for proper locking. It is unknown if the physician utilized self centering instrumentation or the recommended screw guides. Patients bone quality is unknown. It is not known if the patient followed post-operative activity recommendations. Review of manufacturing records indicate no non-conformance with respect to material type, treatments or dimensional characteristics. Labeling review: "...potential adverse events and complications as with any major surgical procedures, there are risks involved in orthopedic surgery. Infrequent operative and postoperative complications that may result in the need for additional surgeries include: early or late infection; damage to blood vessels, spinal cord or peripheral nerves; pulmonary emboli; loss of sensory and/or motor function; impotence; and permanent pain and/or deformity. Rarely, some complications may be fatal. Potential risks identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of implant component(s), loss of fixation" "...important: prior to locking bone screws into the plate, ensure that all bone screws are inserted (driven) 75% into bone prior to final tightening. Failure to do so may reduce the chance of properly locking the bone screw into the plate construct. Notching, striking, and/or scratching of implants with any instrument should be avoided to reduce the risk of breakage. The correct trajectory of the screws helps to ensure proper screw placement and lock."

Event description:
On (B)(6) 2016, a (B)(6) y/o male underwent a corpectomy procedure at t12 with lateral fixation. On (B)(6) 2016, a revision procedure was performed to replace the construct due to loosening of the inferior screws. The plate and four screws were replaced. No patient injury reported.